Event description:
This issue is concerning the problem of broken/ defective doors on the alaris pump module. During our most recent planned maintenance on these pumps, we had a door failure rate of over 25%. If the door was to fail during infusion therapy, the pt could possibly have an adverse effect causing either serious injury or death. We contacted the OEM and was informed that they had no program in effect to replace these defective pump doors. With the cost of healthcare and the reduced census within all healthcare facilities, the cost to replace these doors is excessive. In our case, the cost would be in excess of (B)(6). We believe the OEM should replace these doors with more reliable units at either reduced or no cost.